Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Service personal (sp) evaluated the ventilator and replaced the analog interface (ai) printed circuit board (pcb), graphical user interface (gui) computer processing unit (cpu) pcb and the breath deliver (bd) cpu pcb the ventilator passed all the testing per manufacturer specifications at the time of service. All pcbs were returned to medtronic for further analysis. The returned ai pcb was visually inspected and functionally tested with no anomalies were observed. There was no fault identified. The returned gui pcb xena ii was visually inspected and functionally tested with no anomalies were observed. The gui pcb xena ii was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed post. The ¿safety valve open¿, ¿gui inop¿ and ¿vent inop¿ leds were illuminated on the vent head led pcb. ¿system error¿ was displayed on the gui display screen and the error code was logged on the bd diagnostic led array. The fault was isolated to component reference designator q1. The returned bd xena ii pcb was visually inspected with no anomalies observed. The bd xena ii pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed post generating a vent inop condition. None of the led¿s on the bd diagnostic led array were illuminated. Further analysis revealed that fpga device, reference designator u101, was overheating. Also, there was a short circuit condition on both the 3.3 volt and 2.5 volt rails to ground on the bd xena ii pcb. If this failure occurred during ventilation, the ventilator would generate a vent inop condition. The appropriate audio and visual alarms would enunciate. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator failed post (power on self test). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Component code added. Additional details added to h10. Device evaluation summary: the likely cause of the event was isolated to short circuit in component u101 of bd xena ii and faulty component q1 in gui pcb xena ii. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.